Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed that the battery was at normal end-of-life. Telemetry and output were found to be acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the premature depletion was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was explanted and replaced because it depleted earlier than expected. No environmental, external, or patient factors contributed to the issue. The revision resolved the issue. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.